Event description:
It was reported that subsequent to the implant of a protegen sling for treatment in 1997, implantation of the sling caused severe injury, including but not limited to, severe infection and severe injury to pt's vagina and urethra. Ultimately because the pt's injuries were so severe, the pt was forced to have the sling removed.